Event description:
On (B)(6) 2026, while administering a polyene phosphatidylcholine infusion, a white fluff was discovered on the prn of the indwelling cannula during connection, which delayed the patient¿s infusion. The indwelling cannula was immediately replaced, and the puncture was performed. The polyene phosphatidylcholine was successfully administered. The patient was reassured, and their understanding and cooperation were sought. The incident was reported to the head nurse of the department and the equipment department, and a device adverse event report was promptly filed. This incident resulted in a delay in the patient¿s infusion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.